Event description:
It was reported that patient underwent surgical procedure utilizing allthread peek anchors in 2008. During the procedure, a pushlock punch was used to create a pilot hole for the anchor in the greater tuberosity. The anchor broke off at the top, almost immediately, patient retained tip portion. A second anchor was attempted with similar results, anchor tip was removed. An alternative device was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.

Event description:
It was reported that patient underwent surgical procedure utilizing all thread peek anchors in 2008. During the surgery, a competitor's pushlock punch was used to create a pilot hole for the anchor in the greater tuberosity. The anchor broke off at the top, almost immediately, patient retained tip portion. A second anchor was attempted with similar results, anchor tip was removed. An alternate device was used to complete the procedure.

Manufacturer narrative:
Description of event to include that competitor's instrument was used. This report filed february 27, 2009.